Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 339 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the customer didn't have a tubing clamp for the high pressure test. The customer added that the cannula was bent when she removed the infusion set, and the insulin pump didn't give her a no delivery alarm. Advised that a tubing clamp would be mailed to her, and advised to call back to conduct the high pressure test. Nothing further was reported.